Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off while the customer was sleeping. The customer's blood glucose level was 350 mg/dl. The customer charged the pump and the pump turned on. Customer delivered a bolus via the pump. Tandem technical support (cts) reviewed pump history and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump had turned off due to insufficient power. Cts advised the customer to charge the pump more frequently.